Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the programming changes suggested by boston scientific technical services (ts) were made. The atrial tracking preference was turned off, the post-ventricular atrial refractory period (pvarp) was extended and max tracking rate (mtr) was lowered, and lv sensing was evaluated. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with complaints of shortness of breath and nausea. Device data was sent to boston scientific technical services (ts) for review. Ts determined that the patient was having pacemaker mediated tachycardia (pmt) episodes and that reprogramming would be needed. Ts noted that the patient was being paced at 115 beats per minute (bpm), which was under the max tracking rate of 120 bpm thus the algorithm to break the pmt episode was not activated. Ts discussed programming atrial tracking preference off, evaluating the post-ventricular atrial refractory period (pvarp), and evaluating lv sensing as some oversensing of the atrial signal was noted with lv pacing inhibition. The system remains in service. No additional adverse patient effects were reported.